Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump passed the prime and self tests. The customer did not have a tubing clamp to perform the high pressure test. A tubing clamp was sent to the customer, and the customer was advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.